Manufacturer narrative:
The autopulse platform was returned to the manufacturer on 08/10/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the motor cover, encoder cover, battery compartment and patient head restraint assembly were damaged. The battery partition cover was also observed to be missing. The physical damages noted during visual inspection are unrelated to the customer's reported complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message was observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned platform was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 was observed upon power up. Further inspection identified the cause to be that the driveshaft was out of its "home" position. The customer's reported complaint of the autopulse platform "powering down by itself" was not observed during functional evaluation. The platform was powered on and successfully remained on with multiple batteries. The platform was also run for 15 minutes with a test mannequin and an additional 15 minutes with a large resuscitation test fixture (lrtf) and no user advisories or warnings were observed. Based on the investigation the parts identified for replacement are the motor cover, encoder cover, battery compartment, flexible patient head restraint assembly and battery partition cover. In summary, the customer's reported complaint of the autopulse platform displaying a ua 45 code was confirmed through review of the archive and functional testing. Further inspection identified the cause to be that the driveshaft was out of its "home" position. Per the autopulse resuscitation system model 100 user guide, the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The customer's reported complaint of the autopulse platform "powering down by itself" was not confirmed, therefore a root cause could not be determined. The physical damages found during inspection and servicing of the device are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer also reported that when the lifeband was fully extended, the autopulse platform powered off without pressing the on/off button. The customer then powered the device back on and pulled on the lifeband, however the unit powered off once again. There was no report of any patient involvement. No further details were provided.